Manufacturer narrative:
The guidewire status remains unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of a lead, a guidewire provided by the hospital caused a suspected perforation and subsequent tamponade. A pericardiocentesis was performed after wound closure, and the patient was noted to have tolerated the procedure well. No additional adverse patient effects were noted.